Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank white system controller screen confirmed. The returned system controller (serial number: (B)(6)) was connected to a test power module and system monitor and a blank white screen on the system controller was observed. The system controller audio alarms and other visual indicators were found to function as intended. The controller was connected to a test pump and operated a mock circulatory loop without issue. Aside from the blank white display, no other issues were observed during testing. The lcd screen was replaced with a test lcd screen and the display issue resolved. After replacing the lcd screen, the controller passed all testing without issue. The reported event was determined to be due to an issue with the lcd screen; however, a further root cause for the lcd damage could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a white/blank screen on the system controller, which was exchanged. It was noted that the patient played pickleball, golf, and occasionally showered. Log files were submitted for review and there were no unusual events recorded in the event history. The mechanical circulatory support equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.